Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc)without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was partially unwrapped and initially appeared twisted. The iabc central lumen was noted broken at approximately 1.2cm from the iabc distal tip. The supplied stylet was noted inserted within the iabc central lumen. Dried blood was noted on the exterior surfaces of the returned sample. Some traces of dried blood were noted within the iabc bladder. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously noted broken the central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the distal tip and entered the bladder at the location of central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the central lumen break. No blood or debris was noted. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was broken near the iabc distal tip. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "after an intraoperative machine alarm, which was repeatedly addressed to no avail, the balloon was found to be ruptured after withdrawal of the catheter, and a new catheter was reintroduced". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "after an intraoperative machine alarm, which was repeatedly addressed to no avail, the balloon was found to be ruptured after withdrawal of the catheter, and a new catheter was reintroduced". A 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).